Event description:
It was reported during the implant procedure that the helix coil continually extended by itself. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) tip electrode miscellaneous (non-elect). The guidetooth was damaged which prevents the helix from function properly. The helix was bent/distorted.